Event description:
Procedure type: pneumonectomy. According to the reporter: upon firing the device, the handle cracked. The surgeon then removed it from the field. The original handle was loaded again with a new load and the case was completed. A leak test was done and everything looked and tested fine. On (B)(6) 2011 patient returned to the hospital with complications. Re-operation occurred on (B)(6) 2011 and surgeon found that the middle portion of the staple line was slightly opened. The surgeon sutured the staple line. The patient is still hospitalized in very poor condition. There was no bleeding reported in excess of 250cc. Operative time was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).